Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a failure of the operating system boot disk. A field service engineer re-imaged the system to rectify the problem. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had fatal error message displayed on screen. The customer reported that issue arose when the station was turned off during a reboot and update process. The customer confirmed that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.